Event description:
On (B)(6) 2013, the reporter contacted animas stating the pump powered off during a battery change. The battery cap reportedly was installed upside down in the pump. It was noted that it was unclear whether or not the pump powered off before or after the battery was replaced. The reporter denied damage to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: a review of the black box showed the power on reset event on (B)(6) 2013 was over written due to continued pump use and the black box history started on (B)(6) 2016. A visual inspection showed no damage to the returned battery cap and it was able to fully attach to the pump. The pump powered on to the verify screen with auditory and vibratory features. The rewind, load, and prime steps were performed successfully. The returned battery cap was used to complete 24 hour testing an no power on reset events were duplicated during it. The pump cover was removed to find no evidence of internal moisture damage to the power circuit. The original complaint was unable to be duplicated or confirmed due to the pump information for the complaint date being overwritten. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).